Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that the avalon fm20 fetal monitor was tracing a fetus that was already deceased/stillborn.